Event description:
It was reported that, an 840 ventilator had a breath delivery (bd) power on self-test (post) failure. The ventilator was not in use on a patient at the time the malfunction occurred. The covidien service engineer (se) inspected the device and was not able to duplicate the reported event. No parts were replaced. The unit passed all testing and operates within the manufacturing specifications.